Manufacturer narrative:
UDI information is unknown.this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found both tamper seals broken/removed. The top case was cracked by tubing guide. The right plunger case was cracked also. The pump event history log showed a motor rate error message. During occlusion test the reported event was confirmed. The technician replaced the motor assembly and that cleared up the problem. The root cause was normal wear, as the parts were over 12 years old. The technician replaced cracked top case. The clutch seemed loose, replaced clutch half's left and right with leadscrew and spring as a preventative measure. Updated teflon washers with a delrin one. Installed cable guard. Replaced damaged left and right plunger cases. Performed all functional/delivery tests which passed.

Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.